Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: section d6b date of explant should have been blank in the initial report.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had high impedances on their lead. Reprogramming was performed. During the patient's unrelated ipg replacement on (B)(6) 2021 (manufacturer report number 3006705815-2021-03982), the physician noted that the lead had migrated. As a result, the physician repositioned the lead back during the procedure. Effective therapy was established post-operatively.